Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Contact force was displayed when the returned device was connected to the tactisys unit, with no contact force anomalies or error messages noted. The device met specifications for electrical testing, temperature testing, and optical signal properties. The device did not meet specifications during a shaft leak test and an irrigation leak test, and fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. The catheter also met acceptable irrigation rates during a flow test with no anomalies noted. Further testing revealed a leak at the luer/irrigation tubing junction due to insufficient adhesive applied between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the failed shaft and irrigation leak tests, and fluid ingress in the tygon tubing. The fluid ingress did not attribute to the reported issue. As a result of this finding, abbott is performing further investigation. The catheter deflected into the correct shape when actuating the steering mechanism and met specifications. The root cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following the cryo portion of the procedure, a posterior box isolation was done as well as an anterior mitral isthmus line on the left atrium. Halfway through the anterior mitral line, an effusion was noted on the ice catheter. The patient became hypotensive and a pericardiocentesis was performed to stabilize the patient. The physician stated the cause of the effusion may have been caused while trying to position/move the ablation catheter. The patient was discharged one day post procedure in stable condition. There were no performance issues with any abbott devices.